Manufacturer narrative:
Complaint no: cmplnt-(B)(4).. The device was returned for evaluation. Visual inspection, leak testing, clear passage testing, clear-passage testing, and clamp function testing were performed with no issues noted. Dimensional examination identified that the internal diameter of the patient connector measured below specification. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set would not connect to the (B)(4) adapter. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause was related to a manufacturing issue. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.